Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step failure during testing. There was no harm or injury reported. The device was not in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve need to be replaced to address the issue. The device evaluation has been completed, and the device's solenoid valve only was replaced to address the test failure. No actionable errors were noted in the device's downloaded event log. No other components required replacement. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer. The device failed the active exhalation test. The device's three-way solenoid valve and proportional valve need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.